Manufacturer narrative:
Race/ethnicity reported as polish. The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. This complaint captures the silent nite gl hinge device reported. The additional reported devices are captured in the following medwatch reports: 3011649314-2026-00805, 3011649314-2026-00829. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 during a phone call with (B)(6) that a both silent nite devices from a silent nite 2-pack broke, as well as a silent nite gl hinge device. Additional information received reported that the device broke at the connector of the upper while the 48-year-old, male patient was sleeping on (B)(6) 2026. The patient did not suffer any injury or adverse outcome and no medical intervention was required. The patient continues to use the device until the new appliance arrives.